Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 auxiliary two was experiencing a failure to stay closed. A field service engineer powered off the station. Once the station was powered down, drawer 6 was removed and inspected. The magnet was found to be intact; however, the latch position sensor was loose and had entered hard stop mode. The latch sensor was successfully reseated into position. The station was then rebooted, and upon restart, the hardware functioned successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.